Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist dialed into the station and server and confirmed that the customer was able to log in successfully. The customer stated that this was their first time logging in to access the patient list. The tss informed the customer to contact their pyxis administrator or manager to have the appropriate roles and areas assigned to their user ID. The customer acknowledged the instructions. The tss attached the knowledge article (resolved issue non specific resolution). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to view the patient list userid : (B)(6). The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.